Event description:
It was reported that a user experienced hyperglycemia while using the ilet following a routine dinner, with blood glucose peaking at 362 mg/dl and remaining above range for approximately three hours before trending down as the device¿s correction algorithm delivered insulin. Investigation included a user-reported event detail. Further investigation of this case revealed no device malfunction and that the event resolved with automated ilet correction. It was concluded that the cause of hyperglycemia was unclear and that the device functioned as designed. No symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.